Manufacturer narrative:
Serial # (B)(4). Best nomos received a call on (B)(4) 2013 indicating an issue with the probe. During this call,the customer was informed that we were in the process of moving the targetscan product line from (B)(4) to (B)(4) and we would ship a replacement probe as soon as the inventory became available. The physical move of inventory occurred on (B)(4) 2013. Our records indicate three separate dates in which we sent probes/ touch screen computer to the customer to address their problem. These dates are as follows: (B)(4) 2013 - sent probe, (B)(4) 2013 - sent touchscreen computer, and (B)(4) 2013 sent additional probe. Note that the complaint date of (B)(6) 2013 coincides with the transfer of the manufacturing facility from (B)(4) to (B)(4). The lapse in time between the original complaint date of (B)(4) 2013 and the date the probe was sent (B)(4) 2013 was due to this transition period of five working days. Also note that the subsequent complaints were responded to within one working day (i.e. Call received on (B)(4) 2013 and the touchscreen was delivered on (B)(4) 2013).

Event description:
The target scan ultrasound would not recognize the probe. We borrowed a target scan from the clinic and the case continued. The probe was sent out the next day for repair and returned. Yesterday, it worked fine. This morning again, it is not recognizing the probe. We borrowed the one from the clinic and it was freezing up. We have contacted this company several times for service with little or no initiative to service the equipment. They recently moved their company up north what was the original intended procedure. Unknown. Device usage problem: device failed (e.g., broke, couldn't get it to work or stopped working).